Event description:
It was reported that the patient was being taken to the operating room for explant of an infected pump and possible cardiac recovery. The patient was initially on battery power and was switched to the power module (pm) by perfusion for monitoring during the procedure. After about 1 minute of power from the pm, the red heart alarm sounded and perfusion noted the flow was 0lpm and 0rpm. The patient was immediately placed back on battery power. The pump function returned after being placed on battery power. Rpms returned to fixed speed and usual flow. The pump was explanted as originally planned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red heart alarm and 0 rpm speed and 0 lpm flow after the controller power cables were switched from 14v batteries to a power module can be confirmed based on the log files retrieved from the returned system controller. The data recorded in the event log file revealed that the pump was operating at the set speed (5300 rpm) with no active alarms from 02may2023 18:16 to 03may2023 when at 07:25 the controller¿s power cables were disconnected from 14v batteries and connected to a power module. The data captured 4 minutes later (at 07:29:50) revealed that an intentional pump stop command and low flow and lvad off alarms became active followed by a pump stop (approximately 1 second later). The pump remained at 0 rpm for approximately 17 seconds when the white power cable was disconnected from the power module, the intentional pump stop command cleared and the pump restarted. The data captured at 07:30:14 indicated that both controller¿s¿ power cables were connected to 14v batteries, the alarms cleared and the system continued to operate at the set speed (5300 rpm). The data recorded at 08:27:32 suggested that the backup battery was disconnected and the backup battery not installed alarm became active. The remaining data contained in the log file appeared consistent with the report of pump being successfully explanted. The data included speed and flow changes and both fuses being damaged consistent with the cutting of the driveline at the end of the explant procedure. The periodic log file contained events recorded from 22apr2023 to 03may2023. The recorded data did not add any new information regarding the reported event. The system controller successfully operated a test pump during analysis and although the specific root cause for the pump stop event associated with an intentional pump stop command was not able to be conclusively determined, the sequence of events and information that the heartmate touch (hmt) tablet used during the event was also used the previous day on a different transplant suggests that the white power cable was disconnected before the red progress bar (displayed on the heartmate touch app after pressing the ¿stop pump¿ button) had completed filling. Disconnecting the controller from the power module before the progress bar completely fills after sending the stop pump command would result in a pump stop on the next running pump that is connected to the heartmate touch app. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off and low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. Instructions for using the stop pump feature are provided under ¿clinical view¿. The user is instructed to tap stop pump. A stop pump confirmation message then appears. The user is instructed to tap stop pump to confirm. A progress bar then appears and pump will stop within a few seconds. The IFU then states that after the pump stop completes, start pump appears and the pump may be restarted. Additionally, the IFU states that after the pump has stopped, the stop pump panel will close, and the clinical view will be displayed. The stop pump feature is changed to start pump. It is also noted that if the backup battery is installed in the controller, pressing the system controller alarm silence button will restart the pump. Incidental findings noted in the investigation included kinked power cables, inner conductor breakdown, slightly damaged strain reliefs, missing labels (serial number and software), dim pump running leds, and both fuses being damaged consistent with the cutting of the driveline at the end of the explant procedure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was being taken to the operating room for explant due to chronic driveline infection and possible cardiac recovery. The patient was initially on battery power and was switched to the power module (pm) by perfusion for monitoring during the procedure. After about 1 minute of power from the pm, the red heart alarm sounded, and perfusion noted the flow was 0 liters per minute and 0 rotations per minute (rpm). The patient was immediately placed back on battery power. The pump function returned after being placed on battery power. Rpms returned to fixed speed and usual flow. The pump was explanted as originally planned. Additional information communicated that a heartmate touch in use during the procedure was also used the previous day on a different transplant. The log files from the heartmate touch used in the event were provided and the pump and controllers were returned for evaluation. Related manufacturer report numbers: 2916596-2023-02718 2916596-2023-02717 2916596-2023-03471 2916596-2023-03334.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red heart alarm and 0 rpm speed and 0 lpm flow after the controller power cables were switched from 14v batteries to a power module can be confirmed based on the log files retrieved from the returned system controller. The data recorded in the event log file revealed that the pump was operating at the set speed (5300 rpm) with no active alarms from 02may2023 18:16 to 03may2023 when at 07:25 the controller¿s power cables were disconnected from 14v batteries and connected to a power module. The data captured 4 minutes later (at 07:29:50) revealed that an intentional pump stop command and low flow and lvad off alarms became active followed by a pump stop (approximately 1 second later). The pump remained at 0 rpm for approximately 17 seconds when the white power cable was disconnected from the power module, the intentional pump stop command cleared and the pump restarted. The data captured at 07:30:14 indicated that both controller¿s power cables were connected to 14v batteries, the alarms cleared and the system continued to operate at the set speed (5300 rpm). The data recorded at 08:27:32 suggested that the backup battery was disconnected and the backup battery not installed alarm became active. The remaining data contained in the log file appeared consistent with the report of pump being successfully explanted. The data included speed and flow changes and both fuses being damaged consistent with the cutting of the driveline at the end of the explant procedure. The periodic log file contained events recorded from 22apr2023 to 03may2023. The recorded data did not add any new information regarding the reported event. The system controller successfully operated a test pump during analysis and although the specific root cause for the pump stop event associated with an intentional pump stop command was not able to be conclusively determined, the sequence of events and information that the heartmate touch (hmt) tablet used during the event was also used the previous day on a different transplant suggests that the white power cable was disconnected before the red progress bar (displayed on the heartmate touch app after pressing the ¿stop pump¿ button) had completed filling. Disconnecting the controller from the power module before the progress bar completely fills after sending the stop pump command would result in a pump stop on the next running pump that is connected to the heartmate touch app. During the investigation there were incidental findings of kinked power cables, inner conductor breakdown, slightly damaged strain reliefs, missing labels (serial number and software), dim pump running leds, and both fuses being damaged consistent with the cutting of the driveline at the end of the explant procedure. The device history records were reviewed, and the records revealed the system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off and low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. Instructions for using the stop pump feature are provided under ¿clinical view¿. The user is instructed to tap stop pump. A stop pump confirmation message then appears. The user is instructed to tap stop pump to confirm. A progress bar then appears and pump will stop within a few seconds. The IFU then states that after the pump stop completes, start pump appears and the pump may be restarted. Additionally, the IFU states that after the pump has stopped, the stop pump panel will close, and the clinical view will be displayed. The stop pump feature is changed to start pump. It is also noted that if the backup battery is installed in the controller, pressing the system controller alarm silence button will restart the pump. No further information was provided. The manufacturer is closing the file on this event.